Event description:
According to the customer, the spring arm laterally hit the axle and cap, and the cap was released from its seating during a surgical procedure. The end cap happened to be held by the video cable, yet it was reported some dust dropped from the end cap onto the operating area. There were no report of any clinical consequences.

Manufacturer narrative:
Repairs were done via our distributor representative after consultation with us. The axle end cap was glued in-place to prevent recurrence.